Event description:
It was reported that a memory error of 8840 appeared on the programmer during an update for the interrogation of a brand new pump prior to implant. The reporter stated that "he was able to successfully program and update pump after initial error." The issue was resolved. No patient symptoms were reported. No patient injury was reported. No drug was in pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).